Event description:
Pt. Is s/p rthr in 1988. July 94 pt twited right leg and complained of severe pain. X-rays revealed fx of r femer @ distal tip of implant. On 7/14/94 pt underwent orif using a plamp. On 10/3/94, while getting up from the toilet, the patient felt something break. X-rays taken on that day revealed a fracture of the plamp plate.